Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after the procedure in a lesion in an unspecified coronary artery, the balance middleweight (bmw) elite guide wire was withdrawn from the anatomy and was confirmed to be intact (not separated). However, when inserting the bmw elite into the wire dispenser without issue and without any manipulation, the core of the guide wire separated. During the procedure, there had been no resistance felt during advancement and retraction of the bmw elite device and this same device was used in completing the procedure without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.